Manufacturer narrative:
Device evaluated by manufacturer: upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. There was a small breach in the outer balloon that allowed fluid to ingress triggering a true blood detection error. Additionally, as the inner balloon line was pressured, a break was found on the proximal side of the inner balloon. The reported clinical observations were confirmed.

Event description:
Reportable based on returned device analysis completed on 28 january 2025. It was reported that during preparation for a procedure to treat a paroxysmal atrial fibrillation, a polarx fit balloon catheter was selected for use. However, when the device was connected to the console (electrical and gas connectors) by the physician, and the physician performed vacuum trying the first inflation in water an error message of error 1-00004000-2 console detected blood in the catheter was displayed. The physician tried to reset the error to continue but it triggered again immediately so the physician decided to replace the catheter and issue was resolved. The procedure was completed with no patient complications. However, analysis of the returned device revealed an inner and outer balloon breach.